Event description:
The doctor needed to reflush the balloon to get normal augmentation. The iab was not returned to co for evaluation. The iab was used. Event complications: unknown - reported 1/10/97. Pt's current status: unk rpt'd 1/10/97.